Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; a curved sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend review summary: the complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4). Review of all complaints of a050401 (fluid leak) for the period of aug 2019 through jul 2021 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.